Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause determined to be the igniter board igniting intermittently, which may cause a delay in the signal to ignite the main xenon lamp.

Event description:
A user facility reported to olympus that the image was "blinking" and then went into "freezing blinking mode." The problem, as reported to olympus, was identified on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d8, g3, g6, h2, h4, h6 and h10. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the xenon lamp became difficult to light due to the failure of the igniter board. Since the device was manufactured over 12 years ago, it is likely the parts of the igniter board deteriorated due to repeated use over a long period of time, causing the failure of the igniter board. In addition, during the evaluation of the device at the olympus service center, the main xenon lamp was found to be out of specification. It is likely the life of the lamp was shortened by turning it on for a long period of time and it became dark.